Manufacturer narrative:
Clarification d.6b explant date: the device was explanted from patient, capsular contracture treated and same device re-implanted for patient. Explant date removed as the device remains implanted. On (B)(6) /2016 is a date of treatment and has been noted in b.7. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional called to report capsular contracture baker grade IV. This record is for the left side. The device was explanted and then reimplanted in the same patient.